Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac or battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
During preventative maintenance inspection, it was found that the device on/off function was intermittent. There was no pt use associated with event.